Event description:
Customer reported that doctor noticed a crack in the insulin pump. Customer stated there is a crack near reservoir area and there is a crack on the corner of screen. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.